Manufacturer narrative:
On (B)(6) 2017: it was reported that the customer received multiple occlusion alarms causing an elevated blood glucose (bg) level of 670mg/dl. The customer was hospitalized due to the elevated bg level. While in the hospital, the customer received treatment in the form of an intravenous insulin drip. The customer was released from the hospital 2 days later. The customer reported that manual injections would be used for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 300mg/dl at its highest and a manual injection was administered to address the bg level. The customer would change out their pump supplies in order to resolve the occlusion alarms. Reportedly, the pump is worn against the customer's skin. Tandem technical support (cts) advised the customer to keep the pump away from their skin when delivering a bolus in order to prevent abrupt temperature changes. As the supplies had been changed prior to contacting cts, no troubleshooting could be performed to determine a possible cause of the occlusions.